Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that when the pump what plugged in to charge the "lightning bolt" symbol did not appear on the pump touch screen. Customer unplugged and re-plugged back in the pump to resolve the issue. Customer's blood glucose ranged from 159 mg/dl to 300 mg/dl.